Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise and capture issues and was fractured. The rv lead was capped and replaced on (B)(6) 2026. There were no patient consequences.